Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the right atrial lead exhibited low and out of range impedance. This was the case after many repositioning attempts. The physician felt the lead was not handling normally and felt that it may be damaged. A new lead was used and implanted successfully. The patient was discharged post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the lead in question had dislodged during the implant procedure.